Event description:
This is the third report of 4 reports involving the same unit from the same facility. An osvii was reported to have a low flow and was not flowing correctly and required revision. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.